Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition that could have contributed to the patient's hyperglycemia and ER visit. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose (bg) levels exceeded 27 mmol/l (486 mg/dl) after wearing the pod for approximately 3 hours on the leg. In addition, traces of ketones were reported to be present in the patient's system. The patient's bg levels were not dropping and she started feeling ill. The patient was taken to the emergency room (ER) where the pod was changed her ketones were "flushed out". Additional details pertaining to the reported event were not provided.